Event description:
The customer reported that less than 8 hours after the pod was activated her blood glucose reached 400 mg/dl. She didn't really examine the cannula but she believes the cannula was kinked. The pod was discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.